Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint device was returned for evaluation. The device was charged but failed to boot. The device was visually inspected and no defect was found. Functional testing could not be performed since the device would not boot. The device was opened for an internal inspection and passed. A review of the data log found firmware errors. The device battery was replaced with a known working battery and the device booted. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.